Event description:
The pt experienced a sudden change in stimulation pattern. The stimulation target was the pt's legs. She felt stimulation in her arm pit. The implantable neurostimulator was turned off by the pt. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.